Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results a speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the returned device found that the bands were not present in the ligator head indicating that the bands were deployed. It was also noticed that the ligator head teeth were not bent/kinked. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue noted with the handle assembly and the ligator head. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands could not be released. Reportedly, the device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on 03jul2019: additionally, there was no difficulty experienced when setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands could not be released. Reportedly, the device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.